Event description:
Customer reportedly received result of 301-350 mg/dl on the aviva system and administered novolog based on device result. Fifteen - 20 minutes later customer developed low blood glucose symptoms; customer's family treated her with glucose tablets. Customer was taken to the hospital and treated with an IV (contents unk) and food. She was admitted to the hospital for a couple of days. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.